Manufacturer narrative:
There is more information on the device evaluation. Correction is being made for information not included in the submitted mdrs (customer reprocessing information, b6, e1, g2, h6). This supplemental report is being submitted to provide this information. Reprocessing information of the facility: · air/water (aw) channel cleaning adapter is not used. · it is unknown whether the biopsy channel was brushed. · it is unknown whether the suction channel was brushed. · it is unknown whether the biopsy port was brushed. · it is unknown whether the forceps elevator was brushed. · the reprocessors used are oer-3 and oer-4, but the serial number and the date when the disinfectant was last replaced are unknown. Based on the following investigation results, it cannot be determined whether this device may have been involved in the cause of the infection of the patient. Pseudomonas aeruginosa with pot number "307-0" was detected in bile cultures and/or blood cultures of the patient. As a result of the culture testing of the device, which was performed only once, multiple bacteria were detected, but pseudomonas aeruginosa was not detected. Additionally, no bacteria were detected from the air supply / water supply channel. From the confirmation results of the reprocess procedure at the facility, it was confirmed that there was a clear deviation from instructions for use (IFU) that the air/water supply channel cleaning adapter was not used for cleaning the aw channel. Since the product was not returned, visual confirmation and functional inspection could not be performed.

Manufacturer narrative:
Investigation activities were performed by olympus (per CAPA-201237), and the customer provided the following additional information: the product (tjf-q290v - s/n: (B)(6)) was delivered on (B)(6) 2021. The reported event occurred 36 days after the device was delivered. There is no history of third-party repair for the suspect device. Prior to the reported event, the following product training was provided by olympus: demonstration and/or explanation of reprocessing step was conducted at the time of product delivery. The training likely included "tjf-q290v manual cleaning points" and "notes on reprocessing tjf-q290v with oer-3/4/5." After this initial training, there was no periodic training conducted by olympus. After the reported event, no further product training was conducted by olympus. The facility reprocesses the device using their own method. The facility has its own knowledge and experience regarding the product and their clinical engineer determines the tasks. Furthermore, after all the procedures for the day are completed, alcohol flushing is performed using an automated endoscope reprocessor (aer). The devices are then hung in the temporary storage area to dry naturally before being stored in the vault.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the facility (per CAPA-201237 interview). Additionally, to provide correction to the initial with information inadvertently left out (updates to fields (a1, d5, d8, and h6). The facility reported that at the time of the event, device reprocessing was not conducted according to the olympus instructions for use (IFU) manual. It was identified that there were deviations from the reprocessing procedures. The facility performed the bed-side cleaning and cleaning procedures in their own way. Once cleaned, the endoscopes are naturally dry and stored in an endoscopic storage chamber. Operations are outsourced for common cleaning and disinfection. Visual and functional checks are performed during preparation for use of the device. However, the endoscope is not inspected for minute damage or deteriorations of adhesives. If there is a concern regarding deterioration the condition of the device is carefully monitored. The device is sent for repairs when the physician requests or if an irregularity becomes serious and there is trouble during actual use. It was also disclosed that although the use of the device was prohibited by the intra-facility infection control department after the occurrence of infection, permission for the use of the device was given because the device was reprocessed again, and the result of the culture test was negative. Additionally, the facility does not use an air/water adapter during bedside cleaning, a motor-driven fluid feeding pump is used for circulation, and enzyme-base detergent is not used for bed-side cleaning or manual cleaning. The facility has not confirmed with olympus the correct reprocessing procedures. Additionally, the facility has not verified that the correct reprocessing procedures are being followed according to the olympus IFU. Per the facility, routine reprocessing training/education is provided to new staff members using the reprocessing materials. Based on the additional information obtained by olympus, a relationship between the subject device and the reported patient infection could not be confirmed. Therefore, there is no change to the previously reported legal manufacturer¿s investigation findings.

Manufacturer narrative:
Correction: d3, g1, h10. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Event description:
Olympus medical systems corp. (Omsc) was informed from pharmaceuticals and medical devices agency with the report from the user, it was found that pseudomonas aeruginosa similar to that of the previous procedure was detected in 6 patients who were used the duodenovideoscope. The details of the process are as follows. [(B)(6), 2021] an endoscopic retrograde cholangiopancreatography (ercp) and bile duct stone removal were performed using the subject device, and bile culture was performed at that time. After that, pseudomonas aeruginosa, klebsiella, citrobacter-positive with pot number "307-0". [(B)(6), 2021] this patient was recovered and discharged. [(B)(6), 2021] there is a report of detection of pseudomonas aeruginosa with pot number "307-0". The user facility thought it was already owned by the patient. [(B)(6), 2021] since (B)(6), 2021, pseudomonas aeruginosa with pot number "307-0" was detected in bile or blood samples of 4 patients who underwent ercp using the subject device. [(B)(6), 2021] the same pot-type pseudomonas aeruginosa was detected from the subject device. Omsc is submitting this MDR according to the number of the patients, and this report is for the 6th patient (h.y.). The details of the 6th patient (h.y.) Is as follows. (B)(6), 2021; uses tjf-q290v patient: h.y. Diagnosis: mirizzi's syndrome due to gallbladder stones progress: (B)(6); emergency transport due to difficulty in physical activity. Hospitalized with a diagnosis of cholecystitis, mirizzi syndrome, and colorectal fistula (k. Pneumoniae detected in blood culture). Enbd was performed on the same day (multiple bacteria such as k. Pneumoniae were detected in bile culture). (B)(6); p. Aeruginosa was detected in blood culture due to persistent fever, so antimicrobial treatment was performed. (B)(6); gallbladder stone removal and partial colon resection in hepatobiliary and pancreatic surgery (p. Aeruginosa (pot analysis not performed) was detected in the abdominal drain sample on september 4). September 21; good progress, but transferred to hospital for rehabilitation due to old age. The user completed the intended procedure with the subject device. Currently the user does not use the subject device. The user reported this event to a local (kobe city) public health center. Omsc was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [(B)(6), 2021] scope exterior wipe: micrococcus luteus (+) suction valve (sonication): staphylococcus sp. (+) air/water valve (sonication): gram positive rod, kocuria sp., micrococcus luteus (+) instrument channel port (sonication): bacillus cereus, s.epidermidis (+) forceps elevator (sonication): moraxella sp, roseomonas mucosa (+) scope storage: bacillus cereus (+) scope drying place (front side): bacillus cereus, s.aureus, pseudomonas luteola(p.stutzeri group) (+) scope drying place (back side): bacillus circulans, pantoea septica (+) the device had been reprocessed with an olympus automated endoscope reprocessor model oer-3/4, using peracetic acid.

Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to any of olympus locations. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from the user, there was the possibility that this phenomenon was attributed to the cleaning, disinfection and sterilization (cds) was insufficient and/or inappropriate.